Manufacturer narrative:
The customer reported complaint for the platform displaying an error message user advisory (ua) 12 (lifeband not present) was confirmed during archive review and initial functional testing. The loose screws on the lifeband clip rest switch were adjusted to remedy the fault, after which the platform passed all the final functional testing. No physical damage was observed during visual inspection. The review of the archive data was performed and error message ua 12 was noted on (B)(6) 2018 but not on the customer reported event date of (B)(6)2018. The platform failed the initial functional testing due to displaying error message ua 12 after performing few compressions. Lifeband clip detect switch inspection was performed and the screws holding the switch lever parallel to the switch case were found to be loose which lead to error message ua 12 during compression or when the platform is powered on. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history complaints for autopulse sn (B)(4). Medical safety assessments: the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse platform was displaying an error message of user advisory (ua) 12 (lifeband not present) twice during a cardiac arrest patient use. The crew removed the device from the patient and used a different device to continue therapy. Rosc (return of spontaneous circulation) was achieved; however, the patient passed away at unspecified time later. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). In this event, death is attributed to ohca. Death is an expected outcome for ohca.

Event description:
(B)(6) fire department received a 911 call for a male patient (early 20's) that was experiencing cardiac arrest. The autopulse platform (sn: (B)(4)) was displaying an error message user advisory (ua) 12 (lifeband not present). The crew removed the patient from the platform and replaced the lifeband; however the error message persisted. The platform was replaced to continue therapy. Rosc (return of spontaneous circulation ) was achieved; however, the patient passed away at unspecified time later.

Manufacturer narrative:
The previous assessment is not changed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse platform was displaying an error message of user advisory (ua) 12 (lifeband not present) twice during a cardiac arrest patient use. The crew removed the device from the patient and used a different device to continue therapy. Rosc (return of spontanous circualtion) was achieved; however, the patient passed away at unspecified time later. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). In this event, death is attributed to ohca. Death is an expected outcome for ohca.

Event description:
Additional information was received from the customer on (B)(6) 2018: it was clarified that the patient was hypothermic when having cardiac arrest. The platform performed about 20 minutes compression before error message of user advisory (ua) 12 occurred. Manual CPR was performed during troubleshooting the platform. The patient expired a few hours afterward of the call in ER, and the customer does not attribute the patient death to the autopulse platform.